Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device is part of a system suspected to be affected by an infection. The patient noticed a swelling in the pocket with no other symptoms. A pet scan was performed and the infection was determined to be slow growing. At this point the patient will continue to be monitored. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device is part of a system suspected to be affected by an infection. The patient noticed a swelling in the pocket with no other symptoms. A pet scan was performed and the infection was determined to be slow growing. At this point the patient will continue to be monitored. The device remains in service. No additional adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded.